Event description:
It was reported that the catheter extension tubing was beginning to split from the inside of the catheter, so the catheter was removed. No pt injury was reported to have occurred.

Manufacturer narrative:
Eval of the returned catheter reveals opacity in the extensions that appears to be on the inside of the extension tubing. There is a split in each extension. The splits and the opacity are at the site of the bifurcation and extend proximally about 2.5cm. The opacity is localized to the area of dressing changes, and disinfecting procedures. It was reported that the account cleans the insertion site with peroxide and then applies betadine ointment, and the tegaderm dressing. A device history review showed no related mfg issues and no other complaints of similar nature for this lot. The split in the venous extension is confirmed.